Event description:
At the beginning of treatment, as blood entered the blood tubing line, the caregiver noticed blood leaking from the "cuff" at the top of arterial chamber. A new line was set up and placement continued with on further incident. No pt injury is reported; MDR is filed for estimated blood loss of 30-40 cc.